Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products: evolutr-26-us valve, implanted: (B)(6) 2016.

Event description:
It was reported that during a follow up visit the physician noted that the lead exhibited high thresholds. The lead was repositioned. The patient returned for another follow up visit and the lead had become dislodged. Later that day the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.